Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a taiga guide catheter during a trans-radial intervention (tri) in the mid brachial artery, moderate calcification and low tortuosity. No damage was noted to the taiga packaging. The taiga was removed from packaging with no issues noted. The guide catheter was inspected and prepped per IFU with no issues noted. Resistance was encountered during insertion of a non-mdt guide wire when using radial approach. Excessive force was used during insertion/delivery. It is reported that during delivery to / at the lesion that the tip split lengthwise. The catheter was slightly torqued in the calcified brachial artery. A perforation occurred in the middle portion of the brachial artery. There was no treatment for the perforation. A second taiga was used using the same guide wire. No issue was reported during use of the second taiga catheter. No further clinical sequelae reported for the patient.

Manufacturer narrative:
Image review: photos received from the account are consistent with the returned device. The white tip is split down into the edge of the sleeve. Evaluation summary: the distal tip of the catheter was damaged with tip split in two places. The split traveled in a proximal direction down into the edge of the tip sleeve on both sides. There were horizontal lines visible on the while soft tip. The splits appeared to have been made from an outward pressure against the tip from the inside. This theory is in line with the damage seen at the top edge of the sleeve. When the tip was split/pulled outward with a guide wire the sleeve stretched and sprung back when the pressure was released. There was also the presence of a slight buckle to one side of the tip indicating an outward pressure occurred. If information is provided in the future, a supplemental report will be issued.